Event description:
It was reported that after clipping an aneurysm, a decompression of the optic nerve in canal was performed using the sonopet 100v system. Two weeks after the procedure, it was reported that the patient was observed to have a significant decrease in visual acuity. Medication was provided and the patient was monitored. The patient's visual acuity has recovered to 0.02 at this time. No surgical delay was reported with this event. After several follow-up attempts were made, no additional information was provided regarding this event. Attempts are still being made to obtain more information.

Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The customer states there were no malfunctions during the event, and the device operated as intended. They have continued to use the device with no reported problems. Device was not received for evaluation.

Event description:
It was reported that after clipping an aneurysm, a decompression of the optic nerve in canal was performed using the sonopet 100v system. Two weeks after the procedure, it was reported that the patient was observed to have a significant decrease in visual acuity. Medication was provided and the patient was monitored. The patient's visual acuity has recovered to 0.02 at this time. No surgical delay was reported with this event. After several follow-up attempts were made, no additional information was provided regarding this event. Attempts are still being made to obtain more information.